Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, the following are the probable causes: damage to the ccd unit, sliding error of movable l-range that occurred in the zoom scope, image occurred within the allowable range, damage or deformation of the connector. The event can be detected/prevented by following the instructions for use: ·operation manual - inspection of the endoscopic system. During the device evaluation, service found the charge couple device (ccd) lens was scratched. The rubber adhesive on the bending section had discoloration. The connecting tube had wrinkling. Switch #1 had perforations. The plug unit housing was damaged. Per the legal manufacturer, these other device issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported a leak from the subject device. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. During inspection and testing, service found the image from the device was blurry. This report is being submitted for the malfunction found during the device evaluation.